Event description:
Synovitis [synovitis]. Right knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female pt (age not provided), initials unk, with osteoarthritis (kellgren-lawrence grade 4 with no prior effusion). (B)(4). The pt's medical history was significant for previous use of synvisc (hylan g f 20) (age at the time of first injection was 81 years). On an unspecified date in (B)(6) 2006, the pt initiated treatment with intra-articular synvisc injection (second course) in right knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2006, the pt received second injection of synvisc. On (B)(6) 2006, the pt experienced synovitis of right knee. On unspecified dates in (B)(6) 2006, the pt developed right knee effusion and 33 cc of clear yellow fluid was aspirated and the pt received treatment with intra-articular betamethasone at a dose of 1.5 cc (frequency not provided). The outcome for the events of synovitis and right knee effusion was not provided. Concomitant medications were not provided. The intensity for both the events was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and did not provide relationship between synvisc and the event of right knee effusion. F/u info was received on (B)(4) 2013 and the pt's initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Eval summary: the product lot number was not provided; therefore a batch record is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: (B)(4). The benefit risk profile of the product is not altered by this report.